Manufacturer narrative:
Additional information received: adding implanted date on (B)(6) 2009 and explanted date on (B)(6) 2023. This is a follow up report for this additional information. FDA coding was missed in the initial report. Adding additional health effect- clinical code 1930. This is a follow up report to add this additional code. Correcting UDI#: (B)(4) from to osseospeed tx 5.0 - 11 mm. This is a follow up report for this information. Correcting catalog#: from 24972 to 24962. This is a follow up report for this corrected information. FDA coding that was initially reported in the initial report for medical device problem code is being corrected from code 1863 to 2408. This is a follow up report to correct this code.

Manufacturer narrative:
Device received for this event is being corrected from osseospeed tx 5.0 - 11 mm catalog # 24962 to osseospeed 5.0 - 11 mm catalog # 24642. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.